Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative (rep) on 2018-apr-26. The rep reported they inquired about returning the device to the manufacturer for analysis and stated the healthcare provider had no interest in returning the device. The physician was unsure of the patient's weight at the time of explant.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturing representative (rep) regarding a patient receiving 2000 mcg/ml of baclofen at 1100 mcg/day via an implantable pump for intractable spasticity and stroke. It was reported a motor stall was seen upon interrogation and the patient had not had a magnetic resonance imaging procedure (MRI). The rep denied any magnetic interaction but planned to confirm with the healthcare provider again. The pump status and/or event log report showed that the motor stall was active. It was indicated the motor stall occurred on (B)(6) 2018. Electromagnetic interference (emi) considerations were reviewed. The rep was advised to confirm the programmer magnet was not used initially for interrogation. Confirm there were no emi/magnetic sources present. Technical services discussed telemetry state. The following motor stall considerations were reviewed: consider pump replacement, consider programming minimum rate, and covering patient with non-pump medication. It was reviewed that if the device was explanted/replaced it was recommended that the device be returned to the manufacturer. The rep planned to call the healthcare provider back and discuss the motor stall further. No symptoms were reported. No further complications were reported or anticipated.

Manufacturer narrative:
Patient code (B)(4) is no longer applicable. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative (rep) on 2018-apr-25. The rep reported the cause of the motor stall was not determined. It was also indicated the stall did not recover. The patient experienced withdrawal symptoms as a result of the motor stall. The patient was treated with medication for the withdrawal and the pump was replaced. The patient's weight was not provided. No further information was provided.